Event description:
It was reported that the user disconnected the ilet pump before exercise, forgot to reconnect before eating dinner, experienced resultant hyperglycemia, then reconnected and received automated correction insulin that contributed to a subsequent low glucose; the event involved the infusion set component (cannula) and reflected a user procedure issue related to not reconnecting the infusion set. Symptoms included hypoglycemia and hyperglycemia ranging from 68 mg/dl to 263 mg/dl. Outcomes included a delay to appropriate therapy and serious injury requiring unexpected medical intervention in the form of oral glucose to treat the low. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, with a usage problem identified and characterized as an improper or incorrect method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.